Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) reservoir that had migrated into the scrotum after the patient had significant weight loss. The patient underwent surgical intervention to explant and replace the reservoir. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.